Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent mesh revision on (B)(6) 2007 due to vaginal mesh exposure. It was reported that patient underwent an excision of mesh on (B)(6) 2009. It was reported that patient underwent a removal of anterior vaginal mesh on (B)(6) 2010. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, bleeding, and vaginal scarring.

Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.